Event description:
A customer reported "state timeout" error on their sterrad 200 during vacuum. An asp field service engineer (fse) was dispatched. While onsite performing service on the customer property, the fse reported oil misting from the vacuum pump. The customer stated that there was no report or injury of harm to healthcare workers.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to perform service on the customer capital equipment. The fse found the "state timeout" error during vacuum was related to the vacuum pump that was making noise, and the oil had leaked out. The fse refilled the pump with oil and the noise went away; however, the vacuum pump was creating a lot of oil mist. The fse replaced the filters which did not resolve the issue. The vacuum pump was replaced to resolve the oil mist problem. The replaced part was returned to asp for investigation. A supplemental report will be submitted when the investigation is complete.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode and effects analysis, health hazard evaluation, and system hazard and user misuse analysis. A review of the DHR (device history review) for the sterrad nx showed the system met all the manufacturer's specifications and there were no issues related to the reported complaint. The service and complaint history for the sterrad nx was reviewed. No trend of haze/oil mist and stage timeout failures prior to the event was noted. There is no significant trend of haze/oil mist complaints on the sterrad 200 product line from september 2009 through august 2010. There is a significant trend of stage timeout complaints on the sterrad 200 product line from september 2009 through august 2010 with upward spikes noted between november 2009 and august 2010. Increased failure modes will be investigated and corrective actions will be implemented. (B)(4). Based on the investigation, findings, and replacement of the vacuum pump and the appropriate filters by the fse (field service engineer), the issues for stage timeout and haze/oil mist were resolved. Parts were replaced. No further action is required. Asp will monitor and trend for this issue.